Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. The production product code and lot number was not provided by the user facility, which prevented a meaningful review of applicable production records. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported that the dilator cracked during a procedure. A right heart catheterization was being performed; a 5fr pinnacle precision sheath was being inserted into the r.u.; the patient had normal anatomy, it went in with no issues; while removing the dilator, it cracked; the procedure was completed as normal; and the patient was reported as in stable condition.

Manufacturer narrative:
This report is being submitted as follow-up # 1 to provide the sample evaluation results. The actual sample was not returned to the manufacturing facility for evaluation. Therefore the investigation is based on the user facility information and evaluation of three recent retention samples. There were no visual anomalies noted during the visual evaluation. Functional testing confirmed the products met manufacturing specification. There is no evidence that this event was related to a device defect or malfunction. The investigation confirmed that the retention samples were normal product. Based on the available information an exact cause of the reported event cannot be definitively determined all available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.